Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they replaced the peg on (B)(6) 2022 and it failed on tuesday (B)(6) 2022, it fell out at kinder. The patient went in and they could not see a hole so it was replaced and reinflated but yesterday on (B)(6) 2022, the mom checked the balloon and it only had 1ml of water. So the patient went in today, on (B)(6) 2022, and they replaced it with a new device from a different lot number (2125709964). On closer look at the one that was taken out, there was a hole at the top of the balloon, a very fine pin hole. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on june 05, 2019. One decontaminated sample with lot number 1914831964 was received at the manufacturing site without the original packaging for the investigation. The sample was visually inspected, and a functional test was performed according to procedure. The balloon was inflated with water and left for a few minutes and no leak was observed in the device. The reported condition could not be confirmed. However, a request for further investigation and preventative and corrective actions was sent to the supplier. This complaint will be used for tracking and trending purposes.